Manufacturer narrative:
F11. Date manufacturer initially forwarded report to FDA. H3. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon was detached from the proximal bond. A leak was noted at the proximal end of the balloon. User technique and/or patient anatomy may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event.

Event description:
It was reported a balloon leaked during an unidentified procedure. No pt complications were involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further details with regards to the circumstances of this event have been unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."